Event description:
It was reported that following the patient's sling procedure, his continence level worsened. No further patient complications were reported in relation to this event. The patient was implanted with another continence device and the sling remains implanted.